Manufacturer narrative:
Based on the claim against the product by the customer noting repeated error code 48265 when connecting the endoscope, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed and reproduced. The isi fse tested all the customer's endoscopes. Fse cleaned the connector on all the endoscopes. The issue was less common; however, there was still a long delay in the calibration. The isi fse replaced the ec and this improved and resolved the issue. After replacement, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the ec involved with this complaint and completed the device evaluation. During failure analysis, the returned part was tested on an in-house system and failed with error code 48265 due to a faulty dual camera interface board (dcib). After replacement of this component on the ec, the light engine was replaced to upgrade the ec to the current revision. The ec was retested and restored to specification. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the system displayed error code 48265 after connecting the endoscope to the endoscopic controller (ec). The customer received phone assistance from the technical support engineer (tse). Tse confirmed multiple error fault and noted a connection issue with the endoscope to the ec. Troubleshooting was performed by replacing the endoscope. It was further reported that the surgeon elected to convert the procedure to a laparoscopic procedure. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.